Manufacturer narrative:
Product is not anticipated as it was disposed.

Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, during the testing phase, the anchoring balloon on the prolieve catheter would not deflate so the doctor did not want to use the catheter. The nurse opened another kit and used another catheter to successfully complete the procedure. There were no patient complications and the patient is fine. Per follow up with the bsc territory manager (tm) revealed that subsequently to the procedure, the tm was able to talk them through deflating the anchoring balloon by pushing harder on the syringe and this worked to deflate the anchor balloon.

Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, during the testing phase, the anchoring balloon on the prolieve catheter would not deflate so the doctor did not want to use the catheter. The nurse opened another kit and used another catheter to successfully complete the procedure. There were no patient complications and the patient is fine. Per follow up with the bsc territory manager (tm) revealed that subsequently to the procedure, the tm was able to talk them through deflating the anchoring balloon by pushing harder on the syringe and this worked to deflate the anchor balloon.

Manufacturer narrative:
A device history record (DHR) review was performed which contains the production history of a finished device and found no issues that are related to the failure.